Event description:
Reporter stated that mother did meter to hcp meter comparison. Fasting test at home read 160 mg/dl. 30 minutes later routine doctor visit; doctor's meter (type unknown) result was 130 mg/dl. No symptoms were reported. Had no specifics on mother's tests. On follow-up, the mother did not known hematocrit, but recent blood work was abnormal. Mother said confirmation dot is pale greenish and may add blood to turn it blue. Doesn't control test; had never cleaned meter. Later follow-up control test 136 (90-135). Pale green description of test strips, like vial unused.